Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high lead impedances. To address this, a revision procedure was performed, resulting in the explant of both leads. However, the reason for the ipg explant remains unknown, and the current location of the devices remains unknown. No additional adverse events were reported. Despite good faith efforts, no further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).